Manufacturer narrative:
This MDR submitted on 10/22/2015 references (B)(4), which recorded the receipt from FDA of a user-facility/importer form FDA 3500a submitted by the customer. Submission of the 3500a to FDA was prompted by the customer's perception (allegation) that patient results from multiple hemochron signature elite instruments across several lots of hemochron jr. Act-lr test cuvettes "are inconsistent and believed by the physicians to be inaccurate." Method: data validation. Device from controlled or non-released sample evaluated. After receipt of the medwatch, an accriva representative observed end-user technique in the cardiac cath and ep lab areas, and collect data to evaluate product performance. From more than 15 different cases, greater than 100 datasets were assessed. Results: no failure detected. Results of the data analysis strongly supported that all hemochron signature elite and act-lr test systems performed as intended and the most likely root cause of the customer's experience related to preanalytical and analytical errors during sample handling and technique. Conclusions: unable to confirm complaint. Itc has requested all data required to complete form FDA 3500a.

Event description:
Accriva diagnostics received a medwatch report with a complaint from a customer regarding the hemochron signature elite and act-lr test systems. The medwatch report states: "with or without anticoagulation, patient's activated clotting times (act) in the cardiac cath lab and electrophysiology labs are inconsistent and believed by the physicians to be inaccurate. This is an ongoing problem on multiple dates of service." The customer implemented the hemochron signature elite and act-lr test systems in the fall of 2014. During instillation, accriva personnel were on-site to instruct on product storage, sample handling and instrument operation. Within a few months after the system were placed into use for patient management, the customer periodically notified accriva of concerns regarding results that did not correlate with the patient's clinical status. No adverse events were reported. These complaints were logged as (B)(4). All complaint cases involved unexpected results in the cardiac cath and/or ep labs. Both electronic qc and liquid qc passed when tested based upon the frequency stipulated in the customers quality plan. In each case, the most likely root cause was determined to be preanalytical errors or analytical errors. Corrective actions involved reeducation of the end-user that was to be conducted by laboratory staff. On-site accriva personnel also supported the laboratory's retraining process to improve the skills of the end-users.